Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 28 days. The pump remains in use supporting the patient, and no further issues have been reported. A correlation between the device and the reported hemolysis could not be determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for hemolysis, and was started on IV heparin. The patient did not experience any other issues besides elevated lactate dehydrogenase (ldh) levels with the hemolysis. The patient is currently doing well with no further issues of elevated ldh levels. His inr levels are being monitored in an outpatient clinic.